Manufacturer narrative:
A philips response center engineer (rce) spoke to the customer biomedical engineer (biomed). The biomed needed to review strips from the patient. The rce instructed the biomed how to readmit patient into pic ix in order to review strips, and advised the biomed to call back if further assistance is needed as the biomed not in front of system at the time. No further response was received from the customer. There was no product malfunction reported; the biomed was looking for assistance obtaining patient strips for review. The type of patient incident was not able to be verified, as no additional information was received from the biomed.

Event description:
The customer reported a patient incident and wanting to obtain information from the philips information center ix (pic ix); they wanted to know how to review data on patient from (B)(6) 2020. Patient incident was reported, no information was available upon request.